Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other 6 perclose proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with seven proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture was missing or was too short on the seven proglide devices. The tavi procedure was completed and the vessel was surgically closed. There was a reported clinically significant delay in the procedure or therapy as vessel surgery was performed. The patient was given antibiotics. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the calcified right common femoral artery was attempted with seven proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The sutures of five proglide devices were completely missing and a foot separation occurred with one of these devices. A seventh proglide was deployed; however, the suture was too short, enough length suture could not be pulled from the puncture hole. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture of the first proglide device and surgical suturing. No additional information was provided.

Manufacturer narrative:
Device codes: 4001 labeled 2017 labeled. Internal file number - (B)(4). Corrections: MFR site - reg #. Device code 1142 was removed. Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on procedure circumstance. Hemostasis was achieved with the pre-placed suture and surgical suturing. It should be noted that the perclose proglide instructions for use states that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was achieved with the preplaced suture and surgical suturing due to the difficulties experienced with the subsequent devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The failure to achieve hemostasis appears to be related to procedure circumstance as hemostasis was achieved with the pre-placed suture of the proglide and surgical suturing. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Seven returned unused, sterile representative samples were successfully tested and no malfunction was noted.